Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The chemical indicator (ci) changed color correctly. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending, system risk analysis (sra), visual analysis and retains analysis. ¿ the DHR was not reviewed since there is clear and sufficient information to determine user error. ¿ complaint trending was not performed since there is clear and sufficient information to determine user error. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the single cyclesure® 24 bi was not returned for visual inspection and not required since user error was determined. ¿ retains testing was not performed since there is clear and sufficient information to determine user error. The assignable cause of the issue was user error. The customer stated they placed the bi in a syringe before putting in the sterrad®. The customer was informed per the instructions for use (IFU), the bi should be placed in a tyvek® pouch and placed in the most challenging area of the chamber for the sterilant to reach. A customer letter was sent in regards to proper IFU. The issue will continue to be tracked and trended.